Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. The pump passed the idle current and run current tests. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the detached end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 298 mg/dl. The customer stated that the bottom part of the pump where the piston backs up is broken. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. Customer will return the pump for analysis.